Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump powered on to a fully visible display screen. There was no evidence of lines in the display. The complaint was not duplicated during testing.